Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.